Event description:
The sheath was split/frayed.

Manufacturer narrative:
The complaint is confirmed, but the root cause is unk at this time. The introducer sheath had been split and both of the tabs were received separate from the sheaths. The sheath material exhibited plastic deformation and a tear where it was attached to the tab. A chr of lot# retf1012 showed no other similar product complaint from this lot.